Event description:
It was reported the video system center presented error e116 and error e118 (olympus tv error). The issue occurred before the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3, and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes could not be identified. However, it is likely the event occurred because the e116 occurs due to poor contact of the motherboard. Regarding the error e118 (olympus tv error), it was not reproduced on inspection. Olympus will continue to monitor field performance for this device.